Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon states that the clips misfired. He said they didn¿t form right, and that a clip was sideways in the jaws. He shot that one out and kept using the same device with no further issues. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.